Event description:
Complaint coordinator reports one incident of a blood leak at the arterial header of the psn 140 dialyzer. No patient injury or medical intervention was reported per complaint coordinator. No additional incident detail was provided.